Event description:
A male underwent aaa repair in 2005. The pt received a zenith main body graft and two iliac legs. The procedure was conducted without incident. Pt presented with aneurysm sac growth, and upon sending CT scan from early 2009 in for physician review, it was determined that there was no leak demonstrated on the CT/angiogram. It appeared as if the main body graft material was 10mm below the most inferior renal, and there was insufficient seal with little wall apposition on the distal right common iliac. Six months later, the physician explanted the zenith stating that there were no faults with the integrity of the product. The status of the pt is unk.

Manufacturer narrative:
The line of zenith devices have completed the appropriate design control activities showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) describing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Specific to this case the IFU lists several warnings/precautions that, if followed, could reduce the probability of an aneurysm continuing to grow; anatomical requirements, planning and sizing guidelines, proper ballooning sites, the importance of an accurate placement. The failure mode assigned to this investigation is "aneurysm growth with no signs of endoleak". Based on the info provided, the proximal edge of the graft material was approx 10mm below the most inferior renal artery. The IFU recommends to place the gold markers just below the most inferior renal artery. Although no endoleak could be detected, it is unk if this placement was a contributing factor to the aneurysm growth. A root cause cannot be determined at this time. We will continue to monitor for similar complaints.